Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported the m300+ had no connection with the central station for 20 seconds with no alarms. In addition, the patient's information had disappeared during this time. There was no report of patient injury or death.

Event description:
The customer reported the m300+ had no connection with the central station for 20 seconds with no alarms. In addition, the patient's information had disappeared during this time. There was no report of patient injury or death.

Manufacturer narrative:
It was reported to draeger that the m300 had no connection with the infinity central station (ics) for 20 seconds. Draeger engineering analyzed the provided logs and determined that the reported issue is a wireless network problem. A wireless network trace of the m300 from power up to online status with the system was requested along with the sites network configuration. The configuration was provided but the network wireless trace for the m300 could not be produced. Without the network trace it is not possible to determine the precise root cause of why the m300 could not associate with the wireless access point (ap) and connect to the ics. It was reported that there was no patient injury or adverse event. Several requests were also made to obtain additional relevant information for this investigation, but it was not provided. Based on the information provided, the cited m300 could not connect to the wireless access point (ap) and therefore could not connect to the ics central station. No further information was made available so the precise root cause could not be determined. This complaint will be closed and if in the future the requested information is provided the complaint will be reopened to document the new findings.